Event description:
It was reported that during routine generator exchange that visual analysis revealed insulation damage on the right ventricular (rv) lead. The physician elected to fix the rv lead. The patient was in stable condition.